Manufacturer narrative:
On (B)(6) 2025, a new sample from the donor was tested. The hbsag result was non-reactive, and the hbsab result was reactive. Viral load tests were conducted on both blood samples collected from the donor. Additionally, results from blood chemistry tests assessing hepatic damage, along with hepatitis a tests and further hepatitis b tests (e.g., hbeag), were evaluated. The viral load test for hbv confirmed a low-viral load sample.

Event description:
There was an allegation of questionable results from the cobas 6800 analyzer. Event 1 (08-july-2025): donation ID (B)(6) tested negative for all targets in the mpx assay, while serology results using a cobas 8000 were hbsag value of 665 (reactive). On (B)(6) 2025, repeat testing of nat and serology testing on (B)(6) 2025 confirmed the original results. Event 2 (03-sep-2025): donation ID (B)(6) tested negative for all targets in mpx assay, but serology results using a cobas 8000 were 389 for hbsag (reactive) and 0.007 for anti-hbc (reactive). On (B)(6) 2025, nat and serology were retested, and the results were the same. On (B)(6) 2025, a new sample was obtained from the donor, which resulted in a reactive result for the hbv target. The blood bag was not released, and the result was not reported to the donor. There is no previous donation history for this donor.

Manufacturer narrative:
The cobas 6800 serial number was (B)(6). Analysis of the provided data did not identify any hardware issues with the cobas® 6800 system or any product-related issues with the cobas® mpx assay. The events were consistent with a very low viral load, near or below the assay's limit of detection (lod).